Manufacturer narrative:
Implant date reported as in (B)(6) 2013. A device history review was conducted. The report indicates that the reported product was manufactured at the (B)(4) manufacturing facility on 1/30/2013 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. The product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for the reported lot indicate that the product was produced from raw material (B)(4), p/n 21100, lot# 6876908 in accordance with established specifications. The DHR records for raw material (B)(4), p/n 21100, lot# 6876908 indicate that the raw material was received at the (B)(4) facility on (B)(4) 2012 and placed into inventory on (B)(4) /2012. DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and use as intended. There is no objective evidence indicating that the manufacture of the reported lot is relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon operated on a patient in (B)(6) 2013. He performed a l2-l5 posterior lumbar fusion with a universal spine system dual opening. Over the past year the patient developed increasing leg pain, and also developed l1-2 junctional kyphosis above the level of the fusion. Additionally, the patient had a l2-3 nonunion. On (B)(6) 2014 the surgeon performed a revision. He removed the universal spine system dual opening nuts and collars and removed the rods. He removed the l2 screws and did not replace them. He also replaced 2 of the 6 remaining screws as they were loose in the pedicles - unknown locations of screws removed. He then extended the fusion and inserted universal spine system do screws from t10- l1. He then performed a laminectomy at l1-2. He then contoured new rods and connected them to the screws, and successfully completed the procedure. The construct spanned t10-l5 (no screws at l2). This is report number 2 of 23 for (B)(4).